Manufacturer narrative:
H6 - health effect clinical code: 2137 - blurred vision. 2140 - halos. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
This report came to our attention when a surgeon submitted a presentation to staar for review. The surgeon indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation, refractive surprise, blurred vision and glares/halos. Due to lens rotation, refractive surprise, blurred vision and glares/halos the lens was repositioned. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.